Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery would feel hot to touch and smell like it was burning while charging. The charging port looked to be, "brown/black". No injuries were mentioned due to the thermal event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.